Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and "ECG disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5 and h6 (device problem code). Evaluation: the device was returned to zoll medical canada. The customer's report of defib disabled was not replicated or confirmed. The device passed full functional testing including defib stress testing without duplicating the report. The device log was cleared prior to receiving the device and was not available for review. The pace/defib engine was replaced as a precaution. The customer's report of ECG disabled was verified and the analog board was replaced to remedy the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device displayed "defib disabled" and an unknown error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.